Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 52-year-old male with unknown comorbidities and a pre-support clinical state consistent with scai shock stage d underwent implantation of an impella cp device via the left femoral artery on (B)(6) 2026 for the indication of cardiomyopathy. During impella support, the patient developed hemolysis, identified by blood tinged foley/urine. It is unknown if the hemolysis resolved following the explant of the impella cp. Based on the information available, the reported hemolysis occurred during impella support despite imaging-confirmed appropriate pump positioning. High afterload may have contributed to the event. The customer did not report any device malfunction or patient harm, and further analysis is pending product return.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to lack of product and data logs returned for analysis.